Manufacturer narrative:
B5 event description: additional information received stated the patient required an emergency widow maker artery bypass. The cardiologist is planning a replacement valve in valve procedure. The patient's "leak" is complicating cancer treatment. The patient remains hospitalized. B2: prolonged hospitalization.

Event description:
Additional information received stated the patient remains hospitalized. The patient required an emergency widow maker artery bypass. The cardiologist is planning a replacement valve in valve procedure. The patient's "leak" is complicating cancer treatment.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the reported regurgitation was unable to be determined due to the limited information, but may have been due to patient and/or procedural factors not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 23 mm sapien 3 valve was implanted in the aortic position via transfemoral approach. As reported by the patient via social media, "had mine replaced (B)(6) 2019 and it is leaking forcing a replacement." Additional information regarding this event was requested, but was not forthcoming.